Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of awareness was corrected to march 4, 2025 as this is the date the bd employee became aware of the reported event. This supplemental report is to correct the previously reported date of awareness, and the MDR was submitted within a 30-day window. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a stylet kink is confirmed; however, the exact cause is unknown. One photograph of a dual lumen powerpicc solo kit was returned for evaluation. Use reside was observed on the sample in the returned photograph. An initial visual observation of the photograph showed the hydrophilic stylet partially inserted through the purple lumen hub and catheter. Several kinks were observed in the stylet proximal the solo hub. The t-lock assembly and solo funnel connector were observed to be removed from the stylet and placed in the kit tray. As the stylet was separated from the t-lock assembly, it is possible that removal of the stylet through the t-lock or re-insertion of the stylet without the t-lock/solo funnel connector may have contributed to the damage. However, the returned photograph did not contain enough information to determine the exact root cause of the damage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the guide wire is folded and cannot be inserted. It was reported this occurred with two devices. This report addresses both devices. No other information was provided.